Manufacturer narrative:
The customer provided pictures of the battery. The remote support engineer (rse) identified the battery terminals look worn. Based on the information provided and statements by the customer the product support engineer (pse) believes the battery was not correctly cleaned as there was still residual on the contact. The customer stated that the battery showed fully charged on the charger and after scraping over the contacts with a fingernail the battery started to function again in the telemetry monitor. The customer was advised of the approved cleaning methods in the instructions for use (IFU). The customer was also advised to replace the battery due to visible wear.

Manufacturer narrative:
D4: data correction to device identifier product UDI.

Event description:
The customer reported the battery failed without alarming for low battery, which resulted in a loss of telemetry monitoring. The battery did not work in a telemetry monitor but was showing fully charged on the charger. The contact was scraped over with a fingernail and the battery started to function again in the telemetry monitor. The customer stated it appears the charger doesn¿t have a terminal for this contact. In addition, the customer reports the terminals on the battery look clean, there are no deposits that can be seen, the battery is less than a year old, and the units are being cleaned with alcohol sani cloths. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.